Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels were greater than 250 mg/dl. The pod was worn longer than 48 hours on the arm. It was noted that the cannula was bent. No information was provided on how the hyperglycemia was treated.